Event description:
Affiliate reported that a negative value of (-6) appeared at the monitor although an extern drainage system showed a positive valve of (15). Sales rep assumes that the electronic sensor is defected.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.